Manufacturer narrative:
Updated data: b1. B5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted within a pre-existing surgical aortic valve at a final implant depth of 5 mm on the non-coronary cusp and left coronary cusp. The mean gradient was 33 mmhg at discharge of the patient and when the thrombus was identified. Anticoagulant and antiplatelet medications were prescribed following the valve implant, and the three international normalized ratio results prior to the thrombus detection were 1.04, 1.09, and 1.05.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 days following the implant of this transcatheter bioprosthetic valve, valve thrombosis was noted.